Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged display was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 7 days (07sep2023 ¿ 13sep2023, 24sep2023 per timestamp). The driveline was disconnected on 13sep2023 at 14:14:42 and the controller was shut down at 14:15:15. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to power and a damaged display was observed. The display was replaced, and the issue was resolved. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The root cause of the reported event was stated to have been caused during a patient fall. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1 reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a check-up at the hospital, the patient fell to the floor and damaged their controller display. The controller was exchanged. The patient was to be monitored and investigated.